Manufacturer narrative:
The device was not returned to solta for an evaluation. The customer notified solta that the system is working as intended now and they cannot reproduce the original suction issue. The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. According to the vaserlipo safety risk assessment, insufficient suction issues can cause delay in treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. No corrective action is required.

Event description:
A user facility reported while the patient was under general anesthesia, during a vaser procedure, suction stopped functioning mid treatment. After a delay greater than 15 minutes, suction resumed to function and the procedure was continued. There was no injury to the patient.